Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additionally, pacing impedance measurements of 200 ohms was noted with the crt-d and the competitor's atrial lead. Boston scientific technical services (ts) discussed possible causes and provided options for troubleshooting. The patient had a surgery at the time of out-of-range measurements. Attempts to obtain additional information were unsuccessful. This system remains in service. No adverse patient effects were reported.